Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis and contraindication to anticoagulation due to anticipated neurosurgery for spinal leak. The deployed filter was placed infrarenal via the left common femoral vein. Inferior venacavagram performed during filter deployment revealed renal veins at the level of l1 and successful placement of filter at l2 level. Approximately eight years and five months post ivc deployment, a lower extremity venous insufficiency report was performed for edema, revealed chronic deep vein thrombosis in the right popliteal vein. Patient presented the next month with pain in bilateral lower legs and was noted to be on coumadin and lovenox. Approximately nine years post filter deployment, the patient presented for a successful ivc filter retrieval via the right internal jugular vein. Full removal required cutdown, venotomy, and vein repair. Using a glidewire, amplatz, and cloverleaf snare the ivc filter was partially sheathed, the radiologist was forced to withdraw the sheath along with the filter into the internal jugular vein as the tip of the filter was outside the sheath. The radiologist proceeded to perform a cutdown of the right internal jugular vein, a transverse venotomy was then created on either side of the ivc filter and the filter was successfully removed. Venogram performed during ivc filter retrieval revealed a compromise of the luminal caliber across the iliac segment. Post angioplasty stenting and dilation, there was good inflow through the stent stack and outflow. Arteriogram performed during ivc filter retrieval to determine a possible injury to the right sfa (superficial femoral artery) revealed there was good inflow, flow through the stent, and outflow without any residual evidence of prior fistulous communication with the vein. Patient was discharged approximately nine days after removal on lovenox. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately nine years post filter deployment, the patient presented for ivc filter retrieval. Using a glidewire, amplatz, and cloverleaf snare the ivc filter was partially sheathed; however, the radiologist was forced to withdraw the sheath along with the filter into the internal jugular vein as the tip of the filter was outside the sheath. Full removal required cutdown, venotomy, and vein repair. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient had a difficult removal procedure requiring transverse venotomy of the internal jugular vein and was hospitalized for nine days post filter removal. The current status of the patient is unknown.